Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that customer went high and hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose over 600 mg/dl. It was also reported that the customer was hospitalized and found that he was not using medtronic insulin pump at the time of incident and he was on omni pod insulin pump at the time. It was also reported that customer was in the hospital and then released on manual injections.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced diabetic ketoacidosis 3 weeks ago. The customer's blood glucose level was unknown. The customer reported insulin flow block alarms on the insulin pump. The insulin pump will not be returned for analysis.